Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding broken wires was confirmed by failure analysis.

Event description:
It was reported that during central processing, the 8mm tenaculum forceps instrument had broken wires. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues reported by the surgeon or staff during the case. There was a large specimen (1215 g) for which she used the tenaculum to manipulate. If the malfunction occurred during the case, the room would have tagged the instrument and notified me. This particular instrument, I was notified by our csp after it was cleaned. Therefore, no fragments were left in the patient. I do not know if the one broken cable, which was visible at the tip of the instrument, was related to up/down or open/close control. Also, the patient has not returned to the hospital for any complications.